Manufacturer narrative:
Concomitant medical products: 4194-78 lead implanted: (B)(6) 2005, 4568-53 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert had triggered. It was found that a rv bipolar lead impedance alert had triggered due to high pacing impedances out of range on the right ventricular (rv) lead. There was also a high rv threshold measurement. The pacing impedance upper alert limit was increased. The rv lead remains in use. No patient complications have been reported as a result of this event.